Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support due to having chronic systolic heart failure, cardiogenic shock and the patient was awaiting a heart transplant. While on support, the patient's right arm was swelling. The staff was concerned with venous compression from the impella. Surgery was made aware, but no intervention was planned. Additionally, there was suction alarms present throughout the case, however support continued. Reportable due to low pump flow and the patient's right arm swelling.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible and the low pump flow issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the low pump flow and the limb ischemia was unable to be determined as limited clinical details were provided and no product was returned for review.